Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture due to a lead dislodgement. A revision procedure was performed where the physician attempted to reposition the lead, however the helix of the active would not extend. The lead was then explanted and attempted outside of the patient's body and extension of the helix was still unsuccessful. The physician then opted to remove this rv lead and add a new lead. No additional adverse patient effects were reported.